Event description:
During a lithotripsy procedure, our staff began to smell smoke in the operating room. We looked at where the sureflex 910 fiber connects to the lumenis pulse 120h laser and it was smoking. The laser fiber severed at the rubber connection that goes into the laser, leaving part of the laser fiber in the laser. We then detached the remaining laser fiber from the laser and had to restart the procedure with a new fiber.